Event description:
A customer contacted baxter's technical service center regarding assistance with a manual drain at the end of therapy on the home choice machine. The baxter technical service representative (tsr) helped the caller do a manual drain. The home pt (hp) did 3 manual drains for a total of 3611ml. The fill volume is 2000ml. These volumes meet increased intraperitoneal volume (iipv) criteria. Hp did not want a swap. Hp was going to hemodialysis, and arrangements were being made to turn in the homechoice machine. There was no pt injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Arrangements were being made for the hp to turn in the homechoice machine. CAPA is currently listed on the reportable malfunctions list for malfunction of overdelivery/iipv.